Manufacturer narrative:
Approximate age of device ¿ 15 days. The device was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that after approximately 15 days of support, the patient expired on (B)(6) 2018 due to severe hypoxic ischemic encephalopathy with brain stem dysfunction. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported events leading up to the patient's outcome could not be determined through this evaluation. Neurologic dysfunction and death are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.